Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring 125 ohms. It was noted the shock impedances had been around 90 ohms to 110 ohms. The health care professional (hcp) increased the out of range alert. Boston scientific technical services (ts) discussed that around 145 ohms there is concern for shock energy truncation, and would then consider commanded shock testing. The patient/system will continue to be monitored. This crt-d system remains in service. No adverse patient effects were reported.